Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken clamp was confirmed, but the exact mechanism of damage is unknown. One photograph was provided for investigation. The image shows the section of a 19cm glidepath catheter between what appears to be the exit site and the distal end of the red and blue crimp collars. A suture was tied through the wings. Discoloration, which appeared to be attributable to residue adhering to the catheter, was observed on the proximal end of the bifurcation and on the distal two-thirds of the extension legs. A dressing may have been applied to the discolored section of the catheter. The proximal one-third of each extension leg was clear and free of discoloration. Impressions from what was most likely clamping were observed in the clear portions of the extension legs. The venous clamp was not present in the photograph, which indicates that the clamp had been removed from the extension leg. The arterial clamp was present, but was in a hyperextended position. No break was visible in the photograph, but the hyperextended position suggests that either a break or deformation in the clamp hinge area was present but hidden behind the clamp priming volume tag and extension leg. Based on the review of the provided evidence, the complaint was confirmed. The clamp apparently broke during use; however, the root cause of the break could not be determined. A review of the device history record (DHR) showed no deviations/issues associated with this problem in regards to product materials, manufacturing, or qc inspection processes. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot. A lot history review (lhr) of reay0078 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales representative, the facility reported that on (B)(6) 2017 the clamp on the patient's glidepath catheter broke. The catheter was removed and replaced. The cleaning protocol at the hospital was not provided when requested. No patient harm was reported.